Event description:
It was reported that stent failed to expand occurred requiring intervention. The 40% stenosed target lesion was located in the moderately to severely tortuous and moderately calcified the iliac artery. A 035 wire and an 8 x 40 x 120 epic was selected for use. During the procedure, the physician felt slight resistance while advancing the device into the lesion. It was noted that the stent did not have good wall apposition during deployment. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial phone number: (B)(6) reported here as phone number exceeded character limit for designated field.